Event description:
The operator of barcode terminal (bt-40) sustained a first degree burn in the facial area when using compressed air during troubleshooting activities.

Manufacturer narrative:
The customer, user of barcode terminal (bt-40), serial number (B)(6), contacted the technical assistance center (tac) on (B)(6) 2024, for assistance with a rack detection error on a conveyor line. While troubleshooting, an operator sprayed compressed air into the bt-40 conveyor module. The customer reported an explosion and the ignition of flames at the site where the compressed air had been applied. The customer reported that the operator applying the compressed air was exposed to the flames. The operator was taken to the emergency department immediately after the event, and was reported to have suffered a first-degree burn in the facial area. The operator was discharged the same day. No other operator injury was reported. A sysmex technical product manager (tpm) performed an inspection of the bt-40. A scent of smoke was noted inside the conveyor. Visible signs of flash were observed on metal plates (image 1). There was charring of wiring harness markers j6, j7, j8 to printed circuit board (pcb) 10013 (image 2 and image 3). However, there was no apparent damage to any wires associated with these connectors. There was no visual detection of damage to pcb 10013 or pcb 60016 under it. The tpm connected the bt-40 power, led lights were illuminating on all pcbs, but the device did not activate. There was no sign of smoke or fire while the device was connected to power. To identify the root cause for the failure to activate, the tpm replaced pcb 10013 with no change observed. The tpm then replaced pcb 60016, and the device activated as expected. All motors initialized correctly. No other damage to the bt-40 was observed. The generation of error codes immediately prior to the event indicates that pcb 60016 was functional at the time of the event. It is possible pcb 60016 was shorted out due to exposure to liquid from the application of the compressed air. No device deficiency was identified. Investigation with the customer identified the compressed air product used by the operator as a 10oz can, labelled "staples" and "electronics duster" (image 4). While a product code cannot be seen in the image, an internet search suggests the associated product number is "spl10enfr". The safety data sheet for this product notes that it contains a flammable aerosol. A precautionary statement directs the user: "keep away from heat/sparks/open flames/hot surfaces. - no smoking. Do not spray on an open flame or other ignition source. Pressurized container: do not pierce or burn, even after use. Protect from sunlight. Do not expose to temperatures exceeding 50 °c/122 °f. Store in a well-ventilated place." Data suggests, operator use of a flammable compressed air product caused the event. No device deficiency was identified.